Event description:
It was reported that caller experienced tandem mobi cartridge alarm during cartridge loading after not waiting for prompt in mobile app, and that cartridge alarm was confirmed by support. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform cartridge change and test bolus, then, after cartridge alarm recurred with same cartridge, support assisted loading new cartridge using correct steps, after which customer successfully resumed insulin delivery and issue was resolved; no additional information was provided regarding product lot details.